Manufacturer narrative:
Visual examination of the returned device found the distal tip was broken. Optical imaging revealed torsional shear markings suggesting a quasi-static torsional shear overload. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the driver¿s distal tip becoming broken cannot be positively determined. However,the fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon had a c2-6 posterior cervical case using mountaineer. While the surgeon was putting in a t1 screw, the mountaineer qc poly driver (6983-36-615 lot# gm3537601) tip snapped. The tip broke off in the screw head but luckily the surgeon was able to retrieve it. The surgeon pulled the broken tip out and inserted the screw the rest of the way with a different screwdriver. The broken tip of the screwdriver was retrieved successfully and placed on the back table for the remainder of the case. The procedure was completed successfully and without patient harm.